Manufacturer narrative:
Additional devices included on this report are as follows: catalog #pla260300j/ serial #(B)(4)/ UDI #(B)(4). Patient weight: asked but unavailable. Concomitant medical products and therapy dates: asked but unavailable. Investigation conclusions: (B)(4) - according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure-related adverse events that may occur and/or require intervention or additional intraoperative procedure time include, but are not limited to, improper component placement, renal artery occlusion, and occlusion of device or native vessel.

Event description:
On (B)(6) 2021, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. After all devices were implanted, angiography imaging reportedly revealed a slight proximal type I endoleak. It was reported that the physician attempted to implant an aortic extender component proximally to treat the proximal type I endoleak. The aortic extender component was deployed within the trunk-ipsilateral leg component. The proximal type I endoleak remained, so an additional aortic extender component was implanted proximally. It was reported that the second aortic extender component unintentionally covered the patient's left renal artery. The proximal type I endoleak was resolved. The procedure was completed. The patient tolerated the procedure.